Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps could not be removed as the release button got stuck. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint "the release button got stuck". The instrument was placed and removed from the in-house system twice. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. In both attempts, there was no difficulty removing the instrument from the in-house system and the release buttons are functional. The instrument was shaken vigorously, and no rattling or unusual noise can be heard from inside the housing. Visual inspection was performed and there was no external damage to the snake wrist, shaft, and grip tip. The housing was removed for inspection and no issue were observed. The probable root cause is attributed to other factors unrelated to the product.